Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. UDI information is unknown. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: plunger case tamper seal intact. Main case tamper seal pealed back. Left plunger case alignment prongs broken off. Right plunger case cracked at top surface. Battery door cracked at mounting holes. Functional and delivery testing was conducted. There was a check clutch plunger lever error identified in event history log review. Check clutch / plunger lever error found after 30.27 ml displaced during occlusion testing. The reported issue was confirmed. The root cause of the reported event was determined to be clutches slipped on lead screw as a result of normal wear. The following actions were taken: replaced lead screw, clutch spring, and both clutch halves due to old normally worn parts. Other repairs included: replaced left and right plunger case, battery door due to cracks. Replaced battery door label due to missing parts. Replaced lead screw, right and left clutch halves and clutch spring and interconnect pcb due to old worn parts. Calibration performed. Device passed all functional and device testing after repairs.

Event description:
It was reported that the device failed plunger clutch lever. No patient injury was reported.